Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022 a patient sample was collected in (B)(6) virus and preservation system with green top. Exact volume of media unknown. The sample was stored at room temperature. On (B)(6) 2022, the sample was tested on the genexpert. Sample was processed per pi on the xpert xpress cov-2/flu/rsv plus. The result was sars cov-2 positive, flu a negative, flu b negative, rsv negative. This result was reported to the physician. Patient 1 run 2: patient went to test at another facility, which has cepheid instrument. On (B)(6) 2022, a new sample was collected at this facility. Steps around sample type, sample processing, time test was run, lot number, assay, and sample storage unknown. The result was sars cov-2 negative. This result was also reported to the physician. Report of result received but was not system test report and did not contain CT and endpoint values. Patient 1 run 3: after the second result, patient used an at home test. Manufacturer of at home test unknown. The result of this test was sars cov-2 negative. No documentation/test report for at home test available. This result was reported to the physician. Patient was symptomatic at time of testing. Patient presented upper respiratory symptoms and came to see provider for possible food poisoning. Patient had cough and vomiting. Provider is questioning the negative result. No deterioration in health or death due to discrepant result. Attempts were made unsuccessfully to contact the customer. The likely root cause is inconclusive. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; ""positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status."" Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022 a patient sample was collected in (B)(6) virus and preservation system with green top. Exact volume of media unknown. The sample was stored at room temperature. On (B)(6) 2022, the sample was tested on the genexpert. Sample was processed per pi on the xpert xpress cov-2/flu/rsv plus. The result was sars cov-2 positive, flu a negative, flu b negative, rsv negative. This result was reported to the physician. Patient 1 run 2: patient went to test at another facility, which has cepheid instrument. On (B)(6) 2022, a new sample was collected at this facility. Steps around sample type, sample processing, time test was run, lot number, assay, and sample storage unknown. The result was sars cov-2 negative. This result was also reported to the physician. Report of result received but was not system test report and did not contain CT and endpoint values. Patient 1 run 3: after the second result, patient used an at home test. Manufacturer of at home test unknown. The result of this test was sars cov-2 negative. No documentation/test report for at home test available. This result was reported to the physician. Patient was symptomatic at time of testing. Patient presented upper respiratory symptoms and came to see provider for possible food poisoning. Patient had cough and vomiting. Provider is questioning the negative result. No deterioration in health or death due to discrepant result.